Manufacturer narrative:
The force feedback cadiere forceps instrument has not been received for failure analysis evaluation. Additional patient information: height = 5'5".

Event description:
It was reported that during a da vinci-assisted right hemicolectomy procedure, the shaft of the force feedback cadiere forceps broke inside the patient. The customer stated the plastic on the shaft of the instrument broke off inside the patient. The customer retrieved the pieces during the same procedure which was completed robotically. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use, and no damage was noted. The surgical task being performed at the time of the fragment fell inside the patient was retraction of tissue. It is unknown how long the instrument was in use when the issue was identified. The instrument did not collide with any other instruments or other hard material during the surgical procedure. The instrument was never removed from the patient until it was noticed to be broken. The surgical staff did not feel any resistance upon removal of the instrument through the cannula. After removing the instrument, the staff noticed another piece missing. The first piece was removed robotically; two additional fragments were attached to the specimen. The fragments were puzzled back together to make sure all pieces were retrieved. The customer performed an x-ray to confirm that no fragments were left behind. The procedure was completed robotically with no injury to the patient. It is unknown if the patient has returned to the hospital due to any post-surgical complications. The instrument and the fragments are not available for return to isi due to an internal investigation.